Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are:  product ID: 748966, serial# (B)(4) , implanted: (B)(6) 2004, product type: extension. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2004, product type: extension.

Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient had an ins replacement, but the reason was unknown. The patient's ins was not expected to be at eos at this point. Additional information was received from the rep stating that the patient lost a lot of weight and they wanted to revise the extensions, due to them sitting differently in the body. The hcp stated that since the battery needed to be replaced next year they are doing it at the time of this surgery, as it would be covered by the patient's insurance. No symptoms reported.